Event description:
It was reported the patient complained of experiencing pain at the ipg site. The patient stated she has had the pain for several years and is no longer using the stimulator. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.